Event description:
It was reported that during an implant procedure of cardiac resynchronization therapy procedure, the left ventricle (lv) lead was first positioned at right ventricular apex and parameters were measured. Then, the physician canulated the coronary sinus with cps catheter. Then, a guidewire is engaged in target vein and quadripolar lv lead was introduced over the guidewire. The threshold was very high at this position and phrenic stimulation was observed. The physician re-positioned and changed several positions of the lead, but results were same. The physician decided to pull out the lv lead and re-introduced it. It was observed that the guidewire was stuck hence, the lv lead was pulled out totally. A new lead was implanted, and the procedure was completed successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were unacceptable capture threshold, extra cardiac stimulation and failure to advance guidewire. As received, a complete lead was returned in one piece. The reported event of failure to advance guidewire was confirmed. Visual examination of the lead found the inner coil was damaged at the distal region of the lead consistent with procedural damage. Unable to perform guidewire insertion/removal test due to the damaged inner coil. The cause of the reported event of failure to advance guidewire was isolated to the damaged inner coil consistent with procedural damage. The reported event of unacceptable capture threshold was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.